Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that system diagnostic testing of a pt's vns device at a routine office visit resulted in high lead impedance. The pt indicated there had been no trauma or manipulation that could have contributed to the high impedance. The date of last good diagnostics had been on (B) (6) 2008, two months prior to the high impedance event. The pt also indicated he only sometimes feels the stimulation and his voice no longer gets hoarse during the stimulation. X-rays were sent to the manufacturer for review. No obvious lead discontinuities were observed. It was noted that the electrode placement appeared to be more lateral than what is typically observed. However, the relationship of the electrode placement to the vagus nerve cannot be assessed in an x-ray. Revision surgery is likely.